Event description:
Autopulse band broke after 20-25 minutes of use. Autopulse stopped compressing. Band was replaced with new one. Autopulse continued to error and stop compressing during 30 min transport to hospital.